Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not detecting drawers. A field service engineer (fse) rebooting the station which did not resolve the issue. Replaced the module controller, which restored all functions to normal. Tested the drawer multiple times in the user application, and all functions were confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had broken cubie drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.